Manufacturer narrative:
(B)(4). The customer¿s report of set leaking in the pump segment was confirmed. During visual inspection of the suspect IV set it was noted that the silicone segment had a small tear near the upper fitment. The tear was measured to be 0.0429 inches long. Visual examination under a microscope noted no crush marks to the upper blue fitment. No other anomalies were noted. Functional and pressure testing were performed and a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment.

Manufacturer narrative:
.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing set leaked while infusing 0.9% ns. The customer reported that a small hole was discovered in the pump segment just below the upper fitment. There was no report of patient harm.